Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert 60 indicating a bluetooth communication failure between the pump and the dexcom cgm, and repeated restarts did not resolve the alert or restore connectivity. No reported adverse clinical effects, with a fingerstick blood glucose reported within normal range. Outcomes included continued cgm use via the dexcom app or receiver and the need to initiate a new startup on the replacement device since data would not transfer. Investigation included guided troubleshooting with device restarts and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.